Event description:
It was reported the patient¿s rechargeable implantable neurostimulator (ins) ¿broke down after two years.¿ it was also reported the patient¿s ins ¿could not maintain the charge after 18 months¿ of being used 16 hours a day and was ¿playing up.¿ it was noted the patient¿s ins did help them ¿at least 50% of the time.¿ the ins was subsequently replaced. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).